Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur. It states under possible adverse effects: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." The user facility was notified of the event on (B)(6) 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2011-01169 & 01170). Report submitted (B)(4) 2011.

Event description:
It was reported patient underwent total knee arthroplasty approximately ten years ago. Patient reported pain and a subsequent revision was performed on (B)(6) 2011 due to an allegedly fractured locking bar. During revision, the tibial bearing and locking bar were removed and replaced.